Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified proximal left anterior descending (lad) coronary artery. A 3.0 x 48 mm rx xience pro stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion, successfully deployed and was fully apposed. The balloon was inflated again and would only partially deflate. During removal of the sds from the anatomy, resistance was felt and the balloon separated from the sds and remained in the anatomy. An unsuccessful attempt was made to snare the balloon. No further attempts were made to retrieve the balloon and the balloon remains in the anatomy. No additional information was provided.